Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, breast deformation, rupture, and capsular contracture baker grade I.

Event description:
Patient reported pain, breast deformation and rupture of the left device. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3, g.1., h.6. Photo analysis: visual analysis of the photographs identified two devices one appears to be intact and the other its opening. Devices not labeled by explanted side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient reported pain, breast deformation and rupture of the left device. Device has been explanted and replaced.